Event description:
It was reported that an external fluid leak was observed during priming of a prismaflex st100 set "due to damage at the effluent bag connection point". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.